Event description:
It was reported that the pt developed right lower leg weakness during the drug adjustment at the time of admission. It was a symptom of overdose. In 2009. The pt developed blackout for 15 seconds; the drug was readjusted on the same day and the pt recovered. The hcp indicated that this event was not pump related. The pump was used to deliver baclofen.

Manufacturer narrative:
.